Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The forceps was not returned for evaluation (per customer, not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the plastic coating of the isocool forcep melted during a lumbar fusion procedure. Product was in contact with the patient; however, no patient injury was reported and the event did not led to surgical delay.